Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A1-a4: patient information was unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system was displaying green registration values in the software and aligning the CT and fluoro images, but when the site went to check accuracy with the patient anatomy and the navigation camera it was off. The patient fixated via bone mount bridge and spinous process clamp. The system was accurate for the first few levels, and then became inaccurate. The site re-took the snapshot and the issue persisted. Inaccuracy occurred at t11. The surgeon aborted use of the guidance system to complete the case. This case was completed freehand and no delay took place. There was no patient harm.